Event description:
The left side motor was allegedly howling when dealer delivered the chair. Also, the motor allegedly locked up & the chair started to spin to the left in circles. No serious injury is alleged.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model fdx, serial number/date (B)(4) is approximately 4 months old. The user manual part number 1163181 (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.